Manufacturer narrative:
Unit had blank display due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Unable to verify critical pump error (open book image), unable to perform a download or unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit had scratched case, cracked case at battery tube side and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a critical error on her pump and has not turned on.  The customer's blood glucose was unknown at the time of incident. The pump will return.